Event description:
A valid difference in the blood glucose monitoring device results and a lab reading. Reporter stated glucose device result was 325 mg/dl and lab reading was 214 mg/dl. Reporter indicated controls were used and found to be within an acceptable range. Reporter stated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.